Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3. Device evaluation: lens was returned dry in a micro centrifuge vial with residue on the lens. Visual inspection found the haptic torn with foreign residue. Claim# (B)(4).

Manufacturer narrative:
First supplemental report (2023826-2021-00777-supp1) is invalid. H-10 has incorrect claim number. This is not applicable. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -12.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was exchanged with a for a longer length lens due to low vault on (B)(6) 2020. This resolved the problem. Cause of the event is reported as unknown.